Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was not connected at the time of the alarm. The patient stated their supply bag disconnected because of a loose connection so they tightened it and cycled power on the homechoice. The patient advised they already disconnected. The technical service representative (tsr) advised to start over using all new supplies and explained reason for alarm. The tsr reviewed the proper procedure with the patient as per user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.